Event description:
It was reported that the patient experienced an increase in drop seizures since vns implant surgery. It was reported that the patient was having up to 500 per day and that the drop seizures were well controlled prior to surgery. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.